Manufacturer narrative:
Evaluation results: the visual findings revealed note pad attached on the unit indicating internal damage. Indentations, sticky residue, and site stickers observed on the exterior housing. The moisture indicator label revealed that the unit was exposed to moisture or was immersed in liquid. Both dust covers underneath the battery slots have been damaged. Rattling sounds can be heard from inside when the unit was shaken. Evaluation of the unit found the unit has power with batteries and ac adapter, but it does not sound when nothing is connected. The additional findings revealed that the speaker came off from the upper housing and was loose inside causing a rattling sound when the unit was shaken. The speaker wires are disconnected from the pcba leaving the unit for not sounding. Being that the unit is already more than eight years old since it was manufactured, it is unlikely that a manufacturing non-conformity contributed to the unit having no sound, and the likely cause is normal wear-and-tear, severe shock, and other effects of repeated use and age. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file # (B)(4).

Event description:
(B)(6) is reporting nine alarms with a variety of issues (some are nurse call receptacles, others involve power switches, etc.) No signs of battery corrosion or water exposure. (B)(6) was unable to determine the gtin code. Troubleshooting guide has been saved in the temp drive. Per troubleshooting guide, alarm with (B)(4) has internal rattling sounds. The date the issue was discovered is unknown.